Manufacturer narrative:
Multiple attempts have been made to obtain additional device and clinical info. However, as of the date of this report, no investigation could be completed since the device part and lot number info has not been provided. If the requested info is provided, it will be reported in a follow-up MDR.

Event description:
It was reported that xcm biologic was implanted for an unk abdominal surgical procedure. Approx three months later, the pt presented with re-herniation. During revision surgery, a tear was identified in the middle of the xcm biologic. The torn part of the xcm biologic was removed and a new xcm biologic was implanted. The pt was reported as doing fine after the re-operation.